Event description:
It was reported that a pt underwent a ventral hernia repair procedure on (B)(6) 2010 and mesh was used. When the circulating nurse opened the foil package she cut her thumb on the foil. The packaging was not difficult to open, the foil was very sharp. The cut was closed with dermabond. The contents of the foil package were undamaged and the case completed without consequence to the pt.

Manufacturer narrative:
(B)(4) - laceration from foil packaging occurred. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.